Event description:
It was reported that during inspection, the unit was sent for preventive maintenance and the following repairs are needed: worn reciprocation arm, damaged machined head, damaged width plate (1, 2, 3, and 4 inch), damaged tray, and a worn screw. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in united kingdom.